Event description:
The user facility reported a hose on the uv light of the system 1e processor disconnected causing flooding in the central sterile department. User facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris service technician inspected the unit and found the 90 degree factory crimp fitting on the uv outlet connection had separated allowing water to leak. The technician replaced the hose and fitting, tested the unit and returned it to service. Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.